Event description:
It was reported that this electrode exhibited high out of range impedance, as seen via a latitude remote patient monitoring alert. No adverse patient effects were reported. This product remains in service. Technical services reviewed device data via the latitude remote patient monitoring system and provided patient management suggestions, including in-clinic testing and imaging. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range impedance, as seen via a latitude remote patient monitoring alert. No adverse patient effects were reported. This product remains in service.